Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the device was functionally okay with insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n311516, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
It was reported that a patient experienced overstimulation. It was reported that an implantable neurostimulator (ins) revision was (B)(6) 2014. It was reported that impedance testing was performed. An image of the programmer screen indicated that impedances were within normal range. It was stated that the overstimulation and surges at the lead location were experienced for the past 2 months approximately. It was noted that the device was replaced, but the explanted device would not be returned because the customer discarded it. It was reported that during a postoperative office visit to turn stimulation on, the old programming ¿re-created the sensation she complained about- uneven stimulation¿ and that the issues were resolved with new programming. It was suspected that the issues had been due to previous programming. It was noted that at the follow up electrode 0 had impedance >10000 but impedances pre-op were normal. It was stated that the new programming produced smooth stimulation and no complaints and the manufacturer¿s representative was not sure if the issue was device related. It was reported that the patient was doing well, had effective therapy and coverage was achieved.